Event description:
While analyzing the heart rhythm of a male pt the device did not return a "shock advised" prompt for what appeared to be a shockable heart rhythm. The clinician switched the device into manual mode to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.